Manufacturer narrative:
The device was received for evaluation. When loading a set once the tube was loaded into point 2, point 3 and 4 would automatically turn green without the tube being inserted. The cause was identified to be the downstream sensor calibration values out of specification. The force sensor requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device falsely recognized a loaded set at points 3 and 4 when no tubing was loaded. No additional information is available.